Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the implant placement date was updated from (B)(6) 2023. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D6a: implant placement date was updated/corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H3 other text : summary investigation.

Event description:
Upon follow up, the implant placement date was updated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
The customer reported tenderness at the region around the implant at tooth location #30. The implant was removed due to infection. Symptoms as a result of the event: inflammation.